Event description:
The customer reported that when discharging the patient, the ix would reboot. It was determined that the customer had not received the 2018 adt reboot patch. There was no patient incident.